Manufacturer narrative:
An event regarding seating/locking issues involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was returned for analysis, damage was identified consistent with attempts of implantation. Dimensional inspection: a dimensional inspection was performed however a number of features could not be measured due to the damage noted in the visual inspection. The features that were not damaged from impaction were found to be compliant. Functional inspection: not performed due to the damage identified in the visual inspection. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: there was no evidence of a dimensional issue on review of the device history record and no other events for the same lot have been reported. A dimensional inspection was performed however a number of features could not be measured due to the damage noted in the visual inspection. The exact cause of the event cannot be determined based on the information provided. Further information such as device details the operative report is needed to complete the investigation for determining root cause. No further investigation is possible at this time as insufficient information was received. If additional information becomes available the investigation will be reopened.

Event description:
It is reported by the nurse of the hospital that the inlay doesn't fit, although it had the correct size. They used another inlay with the same size without problems and could complete the surgery successfully.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by the nurse of the hospital that the inlay doesn&#17696;fit, although it had the correct size. They used another inlay with the same size without problems and could complete the surgery successfully.